Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the tube disengaged and stuck inside a non-teleflex trocar. Since the tube was disengaged, the channel, feeder and tube fillers were visible. The channel was severely bent , and the knob was partially opened. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The feeder and the tube fillers were bent. The tube fillers were found to be damaged. The outer tube disconnected from the tube fillers as a result of this damage. The distal end of the tube was also damaged. The sample was returned with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. It appears that the damage to the tube, channel, tube fillers and feeder occurred as a result of the tube becoming disengaged, the device becoming stuck in the trocar and subsequent efforts to pull the device out. The tube becoming disengaged from the tube fillers was a result of the manufacturing process. It appears that the tube fillers were re-worked parts. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The tube becoming disengaged from the tube fillers was a result of the manufacturing process. It appears that the tube fillers were re-worked parts. A nonconformance has been opened to further investigate this issue. The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was received. The sample was returned with the tube disengaged and stuck inside a non-teleflex trocar. Since the tube was disengaged, the channel, feeder and tube fillers were visible. The channel was severely bent , and the knob was partially opened. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The feeder and the tube fillers were bent. The tube fillers were found to be damaged. The outer tube disconnected from the tube fillers as a result of this damage. The distal end of the tube was also damaged. The sample was returned with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. It appears that the damage to the tube, channel, tube fillers and feeder occurred as a result of the tube becoming disengaged, the device becoming stuck in the trocar and subsequent efforts to pull the device out. The tube becoming disengaged from the tube fillers was a result of the manufacturing process. It appears that the tube fillers were re-worked parts. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the weck applier failed to fire when removing it from the abdomen; would not pull though the trocar and had to remove trocar also.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900240 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the weck applier failed to fire when removing it from the abdomen; would not pull though the trocar and had to remove trocar also.